Event description:
Information received from the health care professional via a manufacturer representative regarding an endoscope used for spinal therapy. It was reported that it had poor image (quality) and scratches present. There were no patient symptoms reported in this event. There were no further complications reported regarding this event.

Manufacturer narrative:
H3: product analysis of product: 9560101, lot no:1943145 during the incoming inspection, scratches on the outer tube and image quality malfunction were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.